Event description:
It was reported that during laparoscopic colectomy procedure the endoscopic multiple clip applier locked up and unable to fire while inside of patient and back of head of applier broken. No pieces retained inside patient, new clip applier opened. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/3/3026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did any piece break off of the device? Did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? 1. Yes. 2. Yes. 3. No. 4. N/a. 5. No negative consequences. 6. No changes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.